Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high thresholds was observed on the right ventricular (rv) lead. Post revision procedure, code was called and cardiopulmonary resuscitation was performed. Echocardiography and pericardiocentesis were performed. It was noted that the cardiac perforation occurred and the patient experienced asystole. Advanced cardiac life support was performed to stabilize the patient. It was noted that another lead revision was performed successfully. Patient was hospitalized and is on ventilation. Rv lead remains in use. No further patient complications have been reported as a result of this event.